Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. The patient reported seeing a power on reset (por) message. The patient was instructed on how to reprogram the device. The issue was reported to have resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.